Event description:
The customer reported the "connection site on the straight set tubing cracked in several places while it was being screwed on to the central line smart site". The set was replaced, no patient harm reported.

Manufacturer narrative:
Concomitant medical products: curos cap; hospira, 500ml infusion bag 0.9% sodium chloride injection usp, lot 55-705-fw, exp 1jul2017; therapy date (B)(6) 2015. The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock observed that the collar was damaged/cracked with a piece of the collar missing. Functional testing was not necessary due to the obvious observed damage. The root cause of the set breakage was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.